Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that while attempting to insert lens into patient¿s operative eye, lens became stuck in cartridge and haptic of lens was bent. There was patient contact and the lens was partially inserted, removed and replaced in same surgical procedure. Incision enlargement was required during this procedure. No vitrectomy required. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/14/2020. Device returned to manufacturer: yes. Device code: 1135¿ cartridge tip damage. Device evaluation: the product was received at site and was evaluated, and the cartridge was observed with a lens stuck in cartridge. The lens was stuck and didn¿t come out of the cartridge. Also, the tip of the cartridge was damaged and the wing broken. Due to the condition in which the sample returned the reported issue haptic damaged was not verified however, stuck in cartridge and device partially delivered, wing broken and tip damaged were confirmed. However, batch ce07812 is within the scope of CAPA-009710, to investigate delivery issues or events with the silver cartridges (pscst). Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that 17 additional complaint was received from this production order and all products met manufacturing release criteria and had no deficiency. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.